Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 600 mcg/day) via an implanted pump. The patient's medical history included spasticity and cerebral palsy. On (B)(6) 2015 (date is approximate), the patient had become irritable, itchy, and had shown increased tone. The patient's mother said this was how the patient presented last time he had a catheter problem. The cause of the event was not obvious. A dye study was attempted, but they were unable to aspirate cerebrospinal fluid (csf). A sideboard aspirate was attempted and standard x-rays were taken. The cause of the problem was unable to be determined. A catheter revision was planned for the afternoon of (B)(6) 2015. The issue was not resolved at the time of this report. The patient was being treated for withdrawal, but it was not known what other medications were being used at the time of the event. The patient's status at the time of this report was "live- no injury." On (B)(6) 2015, additional information was received via a company rep and no obvious kink was found. The healthcare provider (hcp) was never able to restore csf flow so the catheter was replaced with a new 8780. Csf was aspirated at each point, but very difficult to get a free flowing csf. Approximately, 0.5cc was aspirated and the pump was refilled and reprogrammed. Additional information was also received on (B)(6) 2015 via a company rep and it was reported the catheter was revised again due to poor response. The distal segment was revised and they were able to get good csf flow as well as a good dye study post revision. The old catheter had an "s" curve when removed. The catheter piece was discarded.

Manufacturer narrative:
(B)(4).